Event description:
Information was received from the caregiver indicating that a maxi sky 440 lift spontaneously lowered while the patient was suspended in a sling above a bathtub. The caregiver had briefly turned away and did not witness the movement; therefore, the speed of descent is unknown. Upon turning back, the caregiver observed that the lift had lowered the patient into the tub and was resting on the patient. The patient was safely removed from the tub, and no injuries were reported.

Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. A service technician (3rd party) attended the site and confirmed that the lift worked correctly during the inspection. The control button was not found to be collapsed, stuck, or otherwise malfunctioning. To the technician's knowledge, the issue has not reoccurred since the reported event. The device history record was reviewed and no anomalies were found. The device passed all required tests prior to its release for distribution. Several potential explanations were considered, including: a malfunction of the down button; no defects, collapsed buttons, sticking buttons, or other abnormalities were identified during inspection and functional testing. Inadvertent activation of the lowering function; this could not be excluded as the caregiver was turned away and did not witness the initiation of the movement. Temporary strap accumulation followed by release, no evidence supporting such a condition was identified during the current investigation and the issue could not be reproduced. Transmission or motor failure; this explanation was considered unlikely as the emergency brake, which is designed to automatically stop descent in the event of a transmission or motor failure, was not activated and was confirmed to function properly during inspection. Sum up, unintended activation of the lowering function is considered the most probable scenario; however, the source of the activation could not be determined. Arjo device was used with the patient when the incident occurred. The device did not fail to meet its specifications during the evaluation; the problem was not recreated. The complaint was assessed as reportable as the impact from the lift could result in serious injury if it were to recur. H3 other text: serviced by 3rd party.